Event description:
It was report that the device was explanted due to an unknown malfunction. The patient's status was unknown.

Manufacturer narrative:
The reported event of unknown malfunction was not confirmed. As received, the device was returned with no stated reason with normal functions. Final analysis did not identify any anomalies.